Event description:
On (B)(6) 2011 the johnson and johnson corporate legal department received a letter from a law firm indicating that they were representing a pt in connection with a legal claim for injuries. The letter, dated (B)(6) 2011, alleges that the pt sustained an eye infection on (B)(6) 2011 as a result of using acuvue advance brand with hydraclear contact lenses. No additional info was provided in the letter. The johnson and johnson corporate legal department has requested additional info from the pt's attorney including medical records, diagnosis, product lot numbers(s) and that the product in question is returned for evaluation. No additional info is available at this time. Based on the limited info available, no further investigation can be conducted at this time. If additional info is received, will report within 30 days of receipt. (B)(4).

Manufacturer narrative:
Device labeling for reuse. Device not returned. No evaluation will be performed. No conclusion can be drawn.